Event description:
A call was placed to technical services on 4/18/11. Caller stated that there was oversensing off this rv lead. No other information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).